Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141721. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that defective tubing was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "when punching the tube, it was found that there was leakage at the small clip part of the extension tube of the indwelling needle, and the rupture of the extension tube at the clamping part of the small clip was observed. Immediately, the indwelling needle was removed. After communicating with the family member, the indwelling needle was re-punctured."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "when punching the tube, it was found that there was leakage at the small clip part of the extension tube of the indwelling needle, and the rupture of the extension tube at the clamping part of the small clip was observed. Immediately, the indwelling needle was removed. After communicating with the family member, the indwelling needle was re-punctured."